Manufacturer narrative:
One sample of taperguard endotracheal tube with stylet part number 18770s, lot number 7f0366jzx, was received for evaluation. Visual inspection performed observed the tube is missing three marks from its depth labeling. Correction: (name, email), (phone#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the time of inspection and prior to use on a patient, the depth mark on the tube was found missing half way. There was no patient involvement.